Event description:
The customer reported a communication failure error which would cause the system to lock-up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative replaced the ups power supply, isd and system interface. The system was operating as intended.